Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer received low flow, after problem solving with helpline it was determined device was fine and pad was defective. As per email response received on 11nov2022, there was no injury or adverse event to patient. The pad was switched out and problem was resolved.

Event description:
It was reported that the customer received low flow, after problem solving with helpline it was determined device was fine and pad was defective. As per email response received on 11nov2022, there was no injury or adverse event to patient. The pad was switched out and problem was resolved.

Manufacturer narrative:
The reported event was unconfirmed as the flow rate met specification. No root cause was determined as the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.